Event description:
A discordant, false positive immulite 2000 xpi rubella igg result was generated on one patient sample. The initial sample was tested in (B)(6) 2012 and the result was reported to the physician. The physician did not question the result. In (B)(6) 2012, another sample was run for the same patient, with a negative result. The original sample from (B)(6) was then rerun, and this time its result was negative. There was no treatment given or withheld based on the initial false positive rubella igg result.

Manufacturer narrative:
Siemens evaluated the system files for the date of the discordant result. No system issues were apparent from the file review. The cause for the discordant rubella igg result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.